Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly and with had corroded motor home switch also, unable to perform functional testing due to blank display. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting found that the pump stopped working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.